Manufacturer narrative:
Returned for evaluation was a 14cm solero probe. A visual review of the device noted a portion of the tip is fractured (tip was not returned); the tip break was near the washer (distal end). A functional test of the device could not be performed given the condition of the returned sample. The customer's reported complaint description of tip fractured/migrated was confirmed. The sample was forwarded to angiodynamics' oncology engineering for further analysis. Samples were sent to supplier of the semi-rigid component, huber & suhner (h&s), for evaluation and to attempt to re-create this issue and determine root cause. The investigation included review of DHR for component used, fault tree analysis for potential contributing factors and attempts to re-create the failure mode using samples built under controlled conditions. A definitive root cause for the tip fractured/migrated issue could not be definitively determined. A review of the lot history records was performed for the reported 14cm solero applicator lot number 17340777 for part number h7877001060030 for any deviations in manufacturing process related to the reported defect of the complaint. The review confirmed that the lot and the associated components used within the lot all conformed to manufacturing processes and testing. A review of the device history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. The instructions for use, which is supplied to the user with the solero applicators contains the following statement; "the solero microwave tissue ablation (mta) system and accessories are indicated for the ablation of soft tissue during open procedures. Avoid placing lateral forces on the applicator tip during placement or removal. Always use the lowest power and shortest time necessary to achieve the targeted ablation. Inspect the applicator after each ablation. If the applicator appears damaged, utilize another applicator for subsequent ablations. Warning: when placing the device, use the minimum force necessary and take care not to over advance the applicator. Refer to the shaft depth markings to monitor placement depth. Take care to not bend the tip as it may cause damage to the device. Do not energize the applicator unless the active region of the applicator is fully inserted into target tissue. If the applicator is not properly located into the selected tissue, an unintended thermal injury may occur. After each ablation inspect the applicator for any damage. If any damage is observed the applicator should be discarded and replaced with a new applicator." A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint # (B)(4).

Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. The firm is attempting to obtain the device. An investigation into the root cause for product problem is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported to angiodynamics on (B)(6) 2018: the applicator did not work correctly. A photograph of the disposable device was provided by the end user. Based on the photograph it appeared the ceramic solero probe tip had fractured off the applicator shaft. It is unknown if the tip remained inside of the patient. Additional information has been requested. It was reported the disposable device is available for return to the manufacturer for evaluation. It was reported the disposable device is not available for return to the manufacturer for a device evaluation.